Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the probe was dripping because the vacuum of the instrument was running low. The fse found that the compressor was not generating enough vacuum. The fse replaced the compressor and the instrument ran without any leaks. The fse also readjusted the blood sampling valve (bsv) and replaced pinch valves and tubing as preventive maintenance. The repairs were verified per established procedures. Failure mode: the cause of the leak was that the compressor was not generating enough vacuum. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).